Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported, unable to calibrate the ddi. Although the "center" calibrates (r7/p7), when adjusting r1/p1 for "far right", it doesn't come into specs. P1 is not adjusting at all. Carefusion technical support specialist sent a replacement ddi board. Patient involvement is unknown.